Event description:
It was reported that this non-boston scientific left ventricular (lv) lead exhibited high out of range pacing impedance measurements. Upon review, the trend showed a gradual rise and then an abrupt increase. Which was believed to be caused by lv lead damage. New configuration was performed and the plan is continue to monitor. Currently, this product remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).